Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak/loss of fluid coumn in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the air leak found in the steerable guide catheter. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted and mr was thought to have been reduced to 1-2. After the steerable guide catheter (sgc) was removed from the anatomy, a new mr jet was seen and mr was actually grade 3. The sgc was being prepared to be re-inserted into the patient when it was noted that there was a leak in the sgc hemostatic valve. The device was not in the patient anatomy. The sgc was not used and was replaced. A 3rd clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.